Event description:
This user is bilaterally implanted. The user got an electric shock by touching a door or something else, she could hear a strange noise on the right side. The audiologist noticed that the user had pain when wearing the left side during in situ testing. Since she does not wear the left side anymore, the right side is fine. The user reported she once had a hit on the head _ but this was last year _ she did not know when. Re-implantation is planned as soon as possible.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient heard a strange noise on the concerned side and also experienced pain during in situ measurements. However, based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient_s perception was unsatisfactory; however, no technical problem could be detected. Mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The user reportedly hears strange noises on the concerned side. The audiologist noticed that the user had pain when wearing the concerned left side during in situ testing. Re-implantation took place on (B)(6) 2025.